Event description:
A customer reported that during a procedure, the cutter was not working. There was no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
The customer called the company rep to assist with troubleshooting. The customer was able to clear the issue. The system is functionally running. The customer cancelled the service request. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did indicate one similar report for this system. The root cause could not be conclusively determined. (B)(4).